Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, two (2) tubes were found to be deformed. No patient impact reported.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for collapsed tubes was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of collapsed tubes was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of collapsed tubes based on photos only. Bd was not able to identify a root cause for the indicated failure mode.